Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the controller was not returned for evaluation. Log file analysis revealed two (2) controller power ups and associated motor start events logged on (B)(6) 2021 at 01:26:01 and on (B)(6) 2021 at 11:58:51. The data point recorded prior to the first loss of power revealed that bat852248 was connected to power port one (1) with 88% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the first loss of power revealed that a power adapter was connected to power port one (1) and bat852248 was connected to power port two (2). The data point recorded prior to the second loss of power revealed that bat852248 was connected to power port one (1) with 69% rsoc and a power adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that bat852248 was connected to power port one (1) and bat852625 was connected to power port two (2). The controller was without power for 13 seconds and 30 seconds, respectively. No anomalies were observed leading up to the losses of power. As a result, the reported event was confirmed. A possible root cause of the losses of power can be att ributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 459888 non-defib lead and dtma1qq bi-ventricular defibrillator, implanted on: (B)(6) 2020; 6947m62 defib lead and 5076-52 non-defib lead, implanted on: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected power loss. The controller remains in use. No patient complications have been reported as a result of this event.